Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. The balloon was inflated to 8 atmospheres (atm) and 10 atm for 15 seconds respectively. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.